Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter, while closing the vaginal cuff during a laparoscopic hysterectomy procedure, the surgeon was throwing a stitch through the cuff when the needle snapped in half while passing through the tissue. Half of the needle fell into the patient cavity. A new suture was used to resolve the issue. The needle was removed from the patient. The patient was not injured.

Manufacturer narrative:
Post market vigilance (pmv) performed an evaluation of a photograph. Needle piece was broken at suture swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.